Manufacturer narrative:
(B)(6) 2018. No parts were returned for evaluation, therefore a root cause could not be established.

Event description:
It was reported that the backup loud speaker was replaced indicating no back up alarm. There was no patient involvement. The customer inspected the device and replaced the backup loud speaker. The event date was not specified, estimate used.